Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Cause was not known. Customer consumed carbohydrates and glucose tablets in an attempt to address bg. Reportedly, the customer lost consciousness while driving to the emergency room (ER) and crashed into a meridian. Bystanders contacted 911. Emergency medical services (ems) provided intravenous (IV) drip of fluids to additionally address bg. Customer was transported to the ER and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline. Customer was discharged three days later on (B)(6) 2025 with the issue resolved and no permanent damage. Customer technical support performed a log review and confirmed the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.